Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a m2 alarm was confirmed. The centrimag motor (serial #: l01592-0004) was returned for analysis to mcs zurich and was investigated under RMA 19-102 by investigator jesus saez alegre. The motor was connected to a test console and monitor and a m4 alarm was active when the system was turned on. The pump speed was increased to 1000 rpm and the pump began to rotate out of axis and was wavering, scratching the pump case. The motor was disconnected and then reconnected and a m2 alarm was then active. The log file was downloaded from the test console and revealed that the sub-fault, ¿sf_lmc_levitation¿ triggered the observed m4 alarm. The m2 alarm was also present in the log file, but no apparent sub-fault related to the alarm. The motor impedances were measured. When the motor cable was slightly bent upwards at the motor connection, a discrepancy was found in one of the motor lines. The other measurements were consistent with what is expected and did not vary when the cable was bent. It was determined that the motor had a cable break and the motor was scrapped. The root cause for the reported m2 alarm was conclusively determined to be due a motor cable break. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the motor disconnected message was shown on the centrimag (cmag) console during self check. The motor and flow probe were re-plugged and the message still showed. The cmag motor was tried with another cmag console and the problem remained.